Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope lens was scratched. There were no reports of patient or user harm associated. The device was returned for evaluation. During the device evaluation, a white foreign material was found in the air/water tube and cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the flexibility adjustment ring had a scratch, the grip had a scratch, the switch box had a scratch, the right/left and up/down knobs both had a scratch, the scope connector cover unit had a scratch, the objective lens had a scratch, the light guide lens had a crack, the bending tube was deformed, the connecting tube was snaking, and the universal cord had coating peeling. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information was provided by the user facility.